Event description:
Abbott diabetes care (adc) received a medwatch user report which reported the following information: a low glucose reading issue was reported with the adc device. The customer received an unspecified low reading on the adc device that was 56 mg/dl lower than a reading obtained from a blood glucose meter. It is unknown whether the customer noted a trend arrow on the device. There was no report of self-treatment or treatment by a third party. Adc customer service successfully contacted the customer and completed the troubleshooting process. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.